Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, there is not any probable cause for the malfunction reported. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned to the service center with a report that the spray and lens cleaner were not functioning. This issue does not constitute an MDR reportable event. However, an MDR reportable failure was identified during testing at the service center. During inspection, white residue was observed in the auxiliary water channel. There was no patient involvement.